Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Stabbed/hit on outside of cheek [face injury]. Mark-cheek [macule]. Will stab gums [gingival injury]. Brushhead won't stay on so metal shaft stabbed/hit on outside of cheek leaving a mark [injury associated with device]. Brushhead won't stay on [device breakage]. Case description: a female consumer of unspecified age reported that she had an oral-b power rechargeable toothbrush handle vitality 3709 for years, and in the past week, the oral-b brushhead, version unknown had come off four times and the metal piece hit her in her cheek on the outside of her cheek on her skin and she had a mark. She described that the brushhead would come off and it would spin when it wasn't in her mouth; she asserted that this last time it had hit her in her cheek. She noted that she had always bought oral-b. The case outcome was unknown. No further information was provided.

Manufacturer narrative:
11-jan-2016 product investigation results: reporter returned 1 toothbrush handle on (B)(6) 2016. Investigation revealed: the return sample received did not show any deviation from specification - the complaint cannot be verified without used refill. The refill return was requested.

Event description:
Stabbed/hit on outside of cheek [face injury]. Mark-cheek [macule]. Will stab gums [gingival injury]. Brushhead won't stay on so metal shaft stabbed/hit on outside of cheek leaving a mark [injury associated with device]. Brushhead won't stay on [device breakage]. Case description: a female consumer of unspecified age reported that she had an oral-b power rechargeable toothbrush handle vitality 3709 for years, and in the past week, the oral-b brushhead, version unknown had come off four times and the metal piece hit her in her cheek on the outside of her cheek on her skin and she had a mark. She described that the brushhead would come off and it would spin when it wasn't in her mouth; she asserted that this last time it had hit her in her cheek. She noted that she had always bought oral-b. The case outcome was unknown. No further information was provided. (B)(6) 2016 reporter returned toothbrush handle. Investigation is underway.